Event description:
It was reported as the physician started to advance the carrier tube into the sheath, the manufactured slit in the carrier tube was seen. The physician thought it was defective and asked for a new device. During this time, arterial access was lost and a hematoma formed which had to be evacuated surgically. The representative viewed the device and stated there was nothing wrong with the device, the manufactured slit was present.